Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-mar-2024 and 24-may-2024, it was reported that patient faced 2 events of infusion set fell off during use. The events occurred within 24 to 48 hours of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.